Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that calibrations were performed on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, an imprecision occurred resulting in a screw being misplaced. The site them elected to remove and re-position the screw. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Updated fdp code to add tissue damage.